Manufacturer narrative:
Investigation cont: dimensional evaluation of the returned 46110-96 kits connector male luer recorded no dimensional out of spec. Conditions. A 2013 - 2015 ytd review of the complaint database for all similar connection/attachment reports/device return investigations was performed. The results recorded mixed findings including, incorrect usage/technique; no defect found; and unknown. There were no adverse trends. Findings: 06/29 completed engineering analysis of the returned 46110-96 monitoring kit recorded no component defects, damages and or dimensional non-conformances. As the involved mating device, els catheter was not returned the exact cause(s) of the attachment issue are unknown at this time.

Event description:
Complaint received concerning leakage issues with use of 46110-96 transpac IV monitoring kit w/03 ml flush squeeze device, 80" safeset reservoir and sampling port. The initial information received reports the "...system started leaking at the connection site of our tpiv kit pressure tubing and els catheter... Patient lost a significant amount of blood and required a transfusion." Initial follow up with clinicians report"... That (these) transducer kits do not marry well with the els catheters, resulting in a sometimes non-secure connection between the two." Additional event/product issue information although requested has not been provided. Device return: one (1) used 46110-96 transpac IV monitoring kit mated attached to natriumklorid fresenius kabi solution bag. The involved els catheter was not returned. Visual evaluation (pre and post decontamination) recorded residual blood was present within the inside threads of the fixed male luer connector. No component cracks/damages and or anomalies were noted.